Manufacturer narrative:
Na.

Event description:
During a heart cath procedure, part of a radialsource access kit wire broke off inside the patient. The patient required surgery to remove the piece of wire. The break of the wire occurred at the weld. The access site vessel characteristics appeared to be normal.